Event description:
Resident was being transferred in a sling and the use of pro lift (full body transfer lift) when the loop of the sling slid out of the hook causing the resident to fall to the floor about 3 1/2 ft. Resident sustained a small laceration on their head. Resident was sent to the clinic to be examined. No new orders. The rubber stopper was reported as missing from the hook.